Manufacturer narrative:
Age at time of event: >18 years old. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in an arteriovenous fistula. A 7.0x40x75cm mustang¿ balloon catheter was advanced for dilation. The physician used a 1/4 strength saline and contrast mixture. The balloon was inflated, however, when they went to deflate the balloon, there was fluid left inside and was unable to fully deflate. The physician had to inflate and deflate the balloon in order to remove it from the patient. The procedure competed with no reported patient complications.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The device was attached to an encore inflation unit and the balloon was successfully inflated to its rated burst pressure using inflation solution glycerol/water with no leaks noted. A vacuum was then applied and the balloon deflated fully within specification. The deflation time was verified using digital timer. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no issues noted with balloon deflation. The inflation device was verified before and after use with a calibrated pressure gauge. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the balloon was eventually deflated and the device was successfully removed from the patient's body. The patient's condition was fine.